Event description:
Noted atrial undersensing. However, device is programmed to most sensitive setting already. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).